Event description:
On (B)(6) 2014, patient reported the infusion set tube separated from the luer lock. Her blood glucose 389 mg/dl, and she inspected the infusion set and noticed the outer portion of the tube had disconnected. She gently tugged on the inner tube, and that disconnected from the luer lock as well. Her target blood glucose is 90-140 mg/dl, and she delivered a manual bolus of insulin to treat hyperglycemia. The infusion set tube had been in use for 6 days. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product by the customer. The used returned transfer set was visually inspected. The used transfer set was found disconnected from the luer. Characteristic discoloration was found on the tube near by the connector which arises when the user applied too much force on the tube/connector connection. Review of the complaint records showed no other complaints of relevance for lot number 5043327.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.